Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The solo cr femoral trial lateral condyle broke off during impaction.

Manufacturer narrative:
The cr fem trial sz 5 right (B)(4) within the attune qkit fem finish cr sz 5 ((B)(4)) was not returned for evaluation, however a provided photograph confirms the reported femoral breakage. With the provided information a definitive root cause is unknown. It should be noted per the initial report, poor bone cuts could have contributed to the instrument breakage. Based on the inability to determine a definitive root cause, the need for corrective action is not indicated. Monitor subsequent events. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.